Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
As reported: allegedly revision of the left tkr liner due to laxity, surgeon increased the poly thickness and added a patella. The patient had patella femoral pain and instability. CAPA (B)(4).